Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using an ophthalmic viscosurgical device. On the first postoperative day, the patient experienced elevated intraocular pressure for which treatment was provided at the physician's office. The patient was monitored and found to be normal within fourty five minutes. The type of procedure was not provided. No further follow-up will be conducted.

Manufacturer narrative:
No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the intraocular pressure increased and additional medical/surgical intervention complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of the reported complaint condition include: - solution quality issue ¿ unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a batch. - consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. -event related to consumer physiology ¿ no conclusion can be made as this factor is outside the control of the manufacturing facility. - event unrelated to product use - no conclusion can be made regarding this root cause based on information available. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting intraocular pressure increased and additional medical/surgical intervention complaints was reviewed and an adverse trend was identified. However, these are non-technical event codes so no further action is required. The manufacturer internal reference number is: (B)(4).